Event description:
After pt was noted to be in respiratory distress, it was found that the bipap vision unit was turned off. Unit was immediately turned on, and after approximately 5 minutes, the pt responded and recovered. No nursing or rt staff claims to have turned this unit off. It was found that this unit, manufactured in 1999, has an on/off switch without sufficient protection for unintended shutoff (e.g. Inadvertent contact from an adjacent bedside). MFR retrofitted this device on-site with an upgraded on/off switch, and our clin eng technician found one other older bipap vision unit (also manufactured in 1999) that needed retrofitting. All other units in-house manufactured after 1999 were already fitted with the newer-style on/off switch, and the MFR indicated that these came from the factory that way. This was definitely a "near miss", as it is only by the quick actions of nursing and rt staff that this patient did not experience permanent damage/death.